Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling, synchronized cardioversion stress testing, multiple charges/discharges into a simulator, and functional stress testing of the charge button without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by zoll representative, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.